Event description:
It was reported that over a 16 day period, the lead exhibited oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and analysis revealed the distal conductor was fractured. The proximal conductor was also fractured and the defibrillation conductor was distorted. There was blood/body fluid (not obstructed) on several conductors and a white substance and cosmetic depression on the outer insulation. All insulators and the outer insulation had a breached depression, the lead was stretched, and flexed within 5 cm of the anchoring sleeve.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4): the full lead was returned and analyzed and analysis revealed the distal conductor was fractured. The proximal conductor was also fractured and the defibrillation conductor was distorted. There was blood/body fluid (not obstructed) on several conductors and a white substance and cosmetic depression on the outer insulation. All insulators and the outer insulation had a breached depression, the lead was stretched, and flexed within 5 cm of the anchoring sleeve.